Event description:
Procedure was going well. Wire inserted correctly with no problem. Intervention performed and completed with no issues. Wire was being removed and radiographically showed the wire was being stretched, unraveling, physician carefully manipulated the wire and it was removed entirely. Wire retained with packaging. FDA safety report ID (B)(4).